Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There was no report of harm to the patient due to the device malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
It was reported the end user removed the skin barrier after swimming. The end user indicated she had applied the wafer approximately 2 days earlier. Nonetheless, it took approximately 30 minutes to remove the skin barrier and the end user was left with pieces of the barrier stuck to her skin. No further information was reported.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).